Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of service evaluation: the carefusion service group received the suspect user interface module (uim) for repair and evaluation. The service group performed power cycle startup, physical/visual inspection of the internal uim components. The service group was not able to duplicate the reported event by the customer. At this time no component root cause could be determined. This issue will be internally investigated within carefusion.

Event description:
The customer reported the touchscreen on this avea ventilator is unresponsive to touch commands. The customer stated that this unit was not on a patient.